Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun or where it was coming from. The patient did not call fresenius technical support during the event. Upon follow up, the patient's contact reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s contact is unsure if the cycler set used by the patient was packaged with the cycler or given to the pd clinic. Multiple follow up attempts with the clinic were performed to determine the sample availability, however, to date a response has not been received. Attempt will be made to intercept and reroute the cycler set to the manufacturer if it is returned with the cycler.